Event description:
The customer reported the system had mixed data with some pt. Images in another pt's file. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.